Event description:
It was reported that noise was observed via review of egms. Patient was asymptomatic. Plans were made to bring the patient in and discuss programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.